Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarming and it won¿t shut up. The blood glucose level was unknown. The customer reported that he removed the battery from the pump it continued to alarm, but there was not a display stating insert battery now. The troubleshooting was performed for blank display. The customer reported that the display was solid white. There was no report of pump screen flashing when the screen was turned on after being in sleep mode. The customer was advised the pump will be replaced as per troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump being returned for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to blank display.